Manufacturer narrative:
This event occurred in (B)(6). The customer replaced the sample probe and performed precision testing with acceptable results. The field service engineer replaced various parts and performed system adjustments. After maintenance, the customer did not report any further issues. The investigation confirmed the customer's sample centrifugation time was correct. The investigation reviewed the system's alarm trace and discovered sample clot alarms occurred daily. The investigation determined the service actions resolved the issue. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable ureal urea/bun results for one patient tested on a cobas 8000 c 702 module. The patient's initial result was not reported outside the laboratory. The customer performed repeat measurements with the patient's sample on the same c 702 module. At 11:16, the patient's initial ureal result was 0.84 mmol/l. At 11:30, the patient's first repeat ureal result was 8.15 mmol/l. At 11:55, the patient's second repeat ureal result was 8.20 mmol/l. The ureal reagent lot number was 519464 with an expiration date requested but not provided.